Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No other complaints of any type have been reported for these lots of glenoid or humeral head. Cause cannot be definitively determined with the provided information. Evaluation codes: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.